Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In july 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("I had period every other week for an entire week/ I am having two weeks between a week long to 10 days period"), ovarian mass ("my ovaries esp since there was a mass on one"), anger ("short tempers"), mood swings ("mood swings"), depression ("spouts of depression") and menorrhagia ("long to 10 days periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, polymenorrhoea, ovarian mass, anger, mood swings, depression and menorrhagia outcome was unknown. The reporter considered abdominal pain, anger, depression, menorrhagia, mood swings, ovarian mass and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: information transferred from deletion case (B)(4) and (B)(4) event I had period every other week for an entire week/ I am having two weeks between a week long to 10 days period, abdominal pain, short tempers, mood swings, spouts of depression, long to 10 days periods, my ovaries esp since there was a mass on one added. Date of insertion, reporters and source documents and reference section were transferred to this case.legacy device report num-(B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.